Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found, however blood was found on the helix; full lead returned and analyzed.

Event description:
It was reported that during the implant procedure, there was no pacing stimulation and the lead was not ed to be dislodged. Helix fixing was not working after and the physician determined the helix was not moving. The lead was not implanted. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".